Event description:
Using oticon ¿minirite power with power dome¿ hearing aid, a couple of weeks ago, I noticed missing rubber tip dome in the right ear device. I thought that the tip simply fell off. After replacing the tip, the attempts to use hearing aid produced discomfort and pain in the ear. The pain got progressively worse, and finally, with symptoms of otitis externa, I sought professional help in the doctor¿s urgent care office in (B)(6). On (B)(6) 2013, physician detected the presence of a foreign body in the right ear canal and in a painful procedure removed the rubber tip, which was stuck in the ear canal, next to the ear drum. It seems that the oticon ¿minirite power with power dome¿ device is defective/poorly designed. The rubber tip dome should be securely locked to the speaker, and should not be able to slip off in the ear canal. Medical intervention of removal of the tip dome stuck in the ear canal is a painful procedure, and thus, patients using oticon ¿minirite¿ power with power dome¿ hearing aid are at risk of suffering pain. Discomfort and unnecessary expenses. This risk is preventable by improving design of the device. Dates of use: (B)(6) 2012 - (B)(6) 2013.